Event description:
Ishida et al. 2022 - a literature article was published and indicated that eight medial dissections occurred in patients who received orbital atherectomy.

Manufacturer narrative:
Most representative data based on demographic summary in article. Other serious selected because it is currently unknown whether any of the dissections were treated. Csi has sent several requests for additional information including lot numbers, return of any available devices, and additional procedure information. Csi has not received a response at this time. If additional information is received in the future, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Ishida, m., oshikiri, y., kimura, t. Et al. High-definition intravascular ultrasound versus optical frequency domain imaging for the detection of calcium modification and fracture in heavily calcified coronary lesion. Int j cardiovasc imaging (2022). Https://doi.org/10.1007/s10554-021-02521-8. (B)(4).